Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the device did turn on. During service and repair, it was found that the device could not operate on ac or battery power and could not be recharged. No patient involved.

Event description:
It was reported that during service and repair, the renasys touch, could not operate on ac or battery power and could not be recharged because the j13 connector was broken. No case reported, therefore, there was no patient involvement.